Manufacturer narrative:
(B)(4) d4: attempts have been made to gather all product identification information, and no further information has been provided. D10- medical product unknown nexgen lps flex articular surface. G2- australia h3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Proposed annex g code: mechanical (g04) ¿ femur.

Event description:
It was reported that a patient was revised approximately ten years post implantation due to anterior knee pain. The surgeon resurfaced the patella and exchanged the same size liner. There was no visible wear on the poly. The patella was not resurfaced in the initial surgery. There is no additional information available.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, and h11. No product was returned; therefore, visual and dimensional evaluations could not be performed. Pictures were provided of the liner showing bio-debris. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. This complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.